Event description:
It was reported the customer was hospitalized for high blood glucose. Customer stated they were hospitalized five years prior. The blood glucose at the time of hospitalization was unknown. Customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer was treated for five days at the hospital. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.